Manufacturer narrative:
Other applicable components are: product ID 3093-28, lot# v218741, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type lead.

Event description:
The patient reported that their initial system, lead and implantable neurostimulator (ins), had to be replaced because the healthcare provider (hcp) "put it in wrong," it was too low and the patient couldn't sit down. It was also reported that the patient has never had therapeutic effect from implant on therapy even after multiple implants. The patient noted they were implanted due to unrelated symptoms, stating they had a little over 3 feel of their colon removed which "jacked up their bladder." A mesh was put in which made it harder for them to urinate, and they had complications following this procedure which put their "upper bowels into shock." Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.